Event description:
Customer reported patient blood glucose at 7:15 am on inform system 1 was 288 mg/dl, lab result was 28 mg/dl within 10 minutes. The patient was reported unresponsive, no treatment reported at this time. At 8:52 am, inform system 1 result was 103 mg/dl, inform system 2 result was 38 mg/dl. Caller reported the patient was treated with dextrose based on inform system 2 result of 38 mg/dl. Patient's subsequent condition is unk. A request was made for the return of the systems, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see another medwatch with patient for report on inform system 2.